Event description:
It was reported that patient's right ventricular (rv) lead was believed to be fractured. Boston scientific technical services (ts) discussed system is no longer conditional if there is a lead integrity issue. Ts discussed that if programmed bipolar, the impedance message can be bypassed. This lead remains in service. No adverse patient effects were reported.